Manufacturer narrative:
Section b5: additional information.

Event description:
On (B)(6) 2020, technical services arrived on site for driveline evaluation/repair. It was performed a percutaneous (perc) lead replacement about 3" inches from the exit site. After repair tethered the patient was placed on grounded patient cable without issue. Returned removed perc lead for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented in clinic with driveline (dl) fault alarm of which he had been experiencing over the past 3-4 months. Patient¿s ventricular assist device (vad) interrogation displayed 60 previous driveline fault alarms. Patient¿s primary controller and power module replaced and currently on ungrounded cable. Patient¿s driveline had extensive wear and tear but no open damage to the actual driveline. The log file analysis showed the reported dl fault events beginning on (B)(6) 2020. The power module and ungrounded cable were not related to a dl fault event. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended. Patient placed on ungrounded cable but patient continued with dl faults. No reported symptoms or treatment reported. The event status and plan of care was possible splicing or treatment for short to shield. On (B)(6) 2020, it was reported that the log files from both controllers showed the same percutaneous (perc) lead phase being the cause of the dl fault alarm. This indicated the dl fault alarm is being caused by an issue with the perc lead. Xrays were recommended.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s replaced portion of the driveline from (B)(6) confirmed damage to the conductors of the brown wire, which would have contributed to the driveline fault alarms which were confirmed through the submitted log file. Log file evaluation showed the pump operating above the low speed limit for the duration of the log file. There were no atypical alarms captured until 26jan2020 at 4:20:38 am when the log file recorded a driveline fault alarm. The alarm remained active for the majority of the remaining data captured within the log file. The driveline fault alarm appeared consistent with phase 2, which is redundantly supported by the black and brown wires. The patient underwent a driveline replacement on (B)(6) 2020 captured under wo# 00081893. The returned portion of driveline measured approximately 24.5 inches and additional segments of individual wires measuring approximately 2 inches were also returned. The silicone jacket and bionate layer were carefully removed to evaluate the underlying layers. There was breakdown in the metal braided shield from the controller connector through 18 inches from the controller connector with severe breakdown from approximately 2 inches to 4 inches, 6 inches, 9 inches, 15 inches, and 17 inches from the controller connector. Examination of all of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. A pull test was performed in order to check the integrity of the conductors of each wire and a light amount of force revealed a break in the conductors of the brown wire, within the insulation, approximately 13 inches from the controller connector. The insulation was stripped after the break was revealed and inspection of the broken wire revealed a break consistent with repetitively flexing in this location. The observed damage to the conductors of the brown wire is consistent with the phase data in the submitted log file and would have contributed to the reported driveline fault alarms. The patient remains ongoing on (B)(6) with no further issues reported. Incidental finding: an incidental finding of superficial damage to the outer silicone jacket was observed during evaluation of the returned external segment of driveline from (B)(6). No further information was provided. The manufacturer is closing the file on this event.